Event description:
According to the reporter, during insertion, the needle was punctured to the right internal jugular vein. There was resistance when the guide wire was inserted to the puncture needle initially but it advanced when it was inserted forcibly. The guide wire was inserted further but the tip advanced to the direction of the left brachiocephalic vein. It was moved back and forth several times within the puncture needle but became immovable afterwards. The puncture needle and guide wire were removed at the same time and when they were observed, a fibrous foreign material was found to be sandwiched between the puncture needle's inner side and the guide wire. They had to use a new catheter of the same brand to puncture from the patient's left internal jugular vein to resolve the issue. Placement and dialysis were performed without problem. Nothing unusual was observed on the device prior to use. The puncture needle was not flushed but the catheter was flushed and there was no abnormality observed. The lines were not reversed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the visual inspection of the device noted that the guide wire was bent in numerous places. The condition in which the device was received precludes functional evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent guide wire may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during insertion, the needle was punctured to the right internal jugular vein. There was resistance when the guide wire was inserted to the puncture needle initially but it advanced when it was inserted forcibly. The guide wire was inserted further but the tip advanced to the direction of the left brachiocephalic vein. It was moved back and forth several times within the puncture needle but became immovable afterwards. The puncture needle and guide wire were removed at the same time and when they were observed, a fibrous foreign material was found to be sandwiched between the puncture needle's inner side and the guide wire. They had to use a new catheter to puncture from the patient's internal jugular vein to resolve the issue and dialysis was performed. Nothing unusual was observed on the device prior to use. The puncture needle was not flushed but the catheter was flushed and there was no abnormality observed. The lines were not reversed. There was no patient injury.